Event description:
It was reported that the subject device screen displayed noise, the image contained stripes. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6). The device was returned to olympus for inspection and the reported failure image contained stripes was not confirmed but the screen noise was confirmed. The screen had snowflake-like noise. Based on the results of the investigation, a definitive root cause could not be identified but the issue likely the noisy issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.